Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified sign of use and fractured on anterior section. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to wear and tear resulting from repeated use as this device had been in the field for a possible 14+ years. Complaint is confirmed based on the product returned. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while trialing the poly, the anterior portion of the trial crack. All broken pieces were retrieved. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.